Event description:
It was reported that the procedure was cancelled. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 38 x 2.75mm promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the proximal stent delivery system was noted to be damaged. The procedure was postponed, and the patient was referred for coronary artery bypass grafting (CABG). No further patient complications were reported. It was further reported that the patient was sedated with local anesthesia prior to the procedure. The procedure was postponed due to the patient's diffusely calcified anatomy and an acute vessel angulation.

Event description:
It was reported that the procedure was cancelled. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 38 x 2.75mm promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the proximal stent delivery system was noted to be damaged. The procedure was postponed, and the patient was referred for coronary artery bypass grafting (CABG). No further patient complications were reported.

Event description:
It was reported that the procedure was cancelled. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 38 x 2.75mm promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the proximal stent delivery system was noted to be damaged. The procedure was postponed, and the patient was referred for coronary artery bypass grafting (CABG). No further patient complications were reported. It was further reported that the patient was sedated with local anesthesia prior to the procedure. The procedure was postponed due to the patient's diffusely calcified anatomy and an acute vessel angulation.